Event description:
Revision surgery - due to instability and dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 31 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the dislocation was reported as instability. There is no information reported that showed a material, design, or manufacturing problem with the product.